Event description:
It was reported that the patient had been prescribed radiotherapy sessions. It was noted that the patient had already undergone 7 sessions at the time of the report. It was noted that the ins was switched off before each session. It was noted that after the last session the patient could recharge their implantable neurostimulator properly and then they got a power on reset message on their patient programmer.

Manufacturer narrative:
(B)(4).